Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information will not be made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : not returned to the manufacturer

Manufacturer narrative:
Catalog number and 510k# were provided. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received.no further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the insert was replaced from 10mm to 8mm when the patient underwent stereoarthrolysis after tka. Maximam flexion angle of knee was only 60 degree before the revision.

Event description:
It was reported that the insert was replaced from 10mm to 8mm when the patient underwent stereoarthrolysis after tka. Maximam flexion angle of knee was only 60 degree before the revision.